Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient presented with left l4-5 spondylosis, persistant radicular pain, and some foraminal stenosis, as well as a fragment medial to the pedicle. Patient underwent the following procedures: -left l4-5 decompression, left l405 transforaminal lumbar interbody fusion with cage and infuse, l4-5 posterolateral fusion with autograft and instrumentation; ¿a collagen sponge soaked with bmp-2 was placed into the interspace. A second collagen sponge soaked with bmp-2 was placed within a 10 x 26 mm peek capstone interbody device. No complications were reported. (B)(6) 2013-CT shows the patient has had a posterior interbody fusion in which there is an intervertebral spacer located centrally and to the left of midline. A portion of this spacer protrudes into the dorsal epidural space in which there is some mild narrowing of the spinal canal. There is some bony spurring involving the posterior endplate on the left side which protrudes into the left neural foramina causing moderate narrowing of the left neural foramina. There is also a diffusely bulging disk which causes some moderate right neural foraminal narrowing. (B)(6) 2013 pt c/o low back pain radiating to her left leg. Myelogram shows a mild ventral extradural defect at l4-l5 with poor filling of the l4 nerve rootlets. (B)(6) 2013-status post l4-5 fusion, left leg pain; now presents with significant left leg pain, emg and ncv testing suggested an si radiculopathy, evidence of compression of the nerve root exiting on the left at l4-5; removal of instrumentation, left l4-5 decompression, left l5-s1 decompression, l4-5 interbody fusion, l4-5 posterolateral fusion with allograft and instrumentation; op note states no fusion at l4-5, l4 root was compressed by bony overgrowth. The segment was mobile, and it was clear that it had not fused. Attention directed to the l4-5 interspace, instrumentation removed, screws all found to be loose, interbody cage was removed; the transverse processes were identified bilaterally and decorticated with a high-speed bur. They were covered with cancellous allograft chips and a sponge soaked with bmp.